Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture : no observed opening in the photo. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: white particle observed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6b, g2, g4, h4, h6.

Event description:
Patient reported left side "rupture." Healthcare professional additionally reported "pain," "rupture," "late seroma," "palpable glandular structure with filled upper quadrants," and "the implant has lowered, moved, slid down, in a caudal position, lateralized, and got wrinkled." Device has been explanted.

Event description:
Healthcare professional reported, "on cytospin smears, after he staining, a small number of lymphocytes, one granulocyte, and histiocyte cells with larger nuclei but with atypical nuclei can be observed in granular eosinophilic precipitation. We performed a cd30 immunocytochemical test, which shows strong positivity in cells with larger atypical nuclei.'' The results of the cytological picture and the immunocytochemical examination raise the suspicion of lymphoproliferative disease..'' We additionally analyzed this with a cd30 immunohistochemical test, where positivity is shown in some cells, which may correspond to activated b-cells. Dystrophic signs can be identified in other parts of the visual field. Dystrophic signs can be identified in other parts of the visual field.'' Histopathological markers are just partially reported (cd30+), alk- has not been provided and alcl cannot be confirmed.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Explanting physician: dr. (B)(6).

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ migration: unable to observe since it is a medical event and is not related to the device. ¿ wrinkling: no observed. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ yellow particles observed on the device.

Event description:
Patient reported left side "rupture." Healthcare professional additionally reported "pain," "rupture," "late seroma," "palpable glandular structure with filled upper quadrants," and "the implant has lowered, moved, slid down, in a caudal position, lateralized, and got wrinkled." Device has been explanted.

Event description:
Initial report of rupture was received from the patient. Later their explanting surgeon confirm the patient presented with the following (relating to the left breast): enlargement, hardened, taut, ¿the case has shrunk¿, implant migration, wrinkled, rotated, sensitive and asymmetrical. A ultrasound was perform which observed: ¿excess liquid along the medial surface¿. At explant the surgeon found the device intact and the presence of 50-100ml of periprosthetic fluid. The fluid was sent for cytological exam which found ¿significant levels of cd30 protein and raised the possibility of a alcl¿. The device and capsule were removed and a new non allergan implant was placed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.